Event description:
A 22 cm (8.5") appx 0.45 ml, smallbore pressure infusion (400psig) ext set w/2 microclave® clear, y-connector, clamp, rotating luer that reportedly leaked an unspecified chemotherapy during a patient's treatment. The patient¿s next of kin noticed this leakage from the y connector of the extension tubing towards the end of the treatment. The patient¿s blanket was wet and soaked with chemo drug(s). There was no loose connection at the IV cannula and luer lock end. The device was changed out/replaced with no further problems encountered. There were no holes, cuts, or tears observed on the product; however, one needleless connector was found to be missing upon opening the package. The tubing was replaced, and therapy resumed without any further issues. There was no serious injury/harm/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no medical/surgical intervention required.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. E1 - initial reporter (full) phone: (B)(6).

Manufacturer narrative:
Investigation summary: received one (1) used 011-mc330253 smallbore pressure infusion ext set for inspection. The microclave was observed to be missing from the y-clave. Evaluating the female luer under uv light showed presence of solvent. The reported complaint of leakage can be confirmed due to the missing microclave. The probable cause is due to a manual bonding error in ensenada. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.